Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire tip detached. An electrophysiology cardiac case for atrial fibrillation ablation was being performed. The target area was the left atrium. A choice pt guide wire was advanced through a tsx transeptal needle and then advanced into the left atrium. When the physician was pulling back the wire kinked. When he tried to pull the wire back against the kink, the dilator of the sheath took off the tip of the wire. The physician was unable to retrieve the device fragment. No further patient complications were reported and the patient's status is fine.